Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the stopcock is disconnected, and returned photos of the issue, or material mx4439, lot 24099227. The photos verify the complaint of stopcock issues. The information was forwarded to the supplier of the component for further analysis. Unfortunately, without the physical sample, the supplier was unable to identify a root cause or draw any conclusions. There is no previous similar cases, or any issues with the DHR information that was run. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension se t with needleless y-site(s) and stopcock was separated. The following information was received by the initial reporter with initial reporter with the verbatim it was reported by customer that stopcock breaking off of mx4439.